Event description:
On (B) (6) 2009, system started giving inaccurate blood pressures, causing the pt to be treated inappropriately, potentially causing harm to the pts. On (B) (6) 2009, system not taking bp when the pts bp was low. On (B) (6) 2009, system failed to read bp when pt's bp dropped. Multiple other pt situations identified. Date of event: (B) (6) 2009 to (B) (6) 2010.